Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime motor compromised forced sensor system and excessive no delivery test due to blank display. Pump received with cracked case reservoir tube window corner.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer's blood glucose value was 193 mg/dl. The product will return for the analysis.